Manufacturer narrative:
(B)(6). Novocure concurs with treating health care practitioner that death is related to progressive gliosarcoma. Death is unrelated to novottf. Death is an expected event in pts with recurrent glioblastoma/gliosarcoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state any deaths that occur within 24 hours of device use be reported (pt was wearing device on date of death).

Event description:
Pt with progressive gliosarcoma began treatment with novottf on (B)(6) 2012. Novocure was informed on (B)(6) 2012 by family member that pt had died on (B)(6) 2012. Health care practitioner reported cause of death was recurrent gliosarcoma. No adverse events associated with device were reported. As per device lot file review last date of treatment was (B)(6) 2012 and device was functioning as per normal operating parameters.